Event description:
A positive troponin ultra result was observed on an advia centaur cp system. The operator repeated the same patient sample several times on another instrument and all of the repeat troponin ultra results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specs. No further evaluation of the device is required.